Event description:
Information received from the field notes that the patient was seen in the office after having chest pain. The patient presented with a pacing rate of 120 ppm. The device was reprogrammed to 80 ppm but when the telemetry wand was removed, the pacing increased to 170 ppm. This incident recurred after emergency vvi and successful programming. The patient was transported to the hospital where the device was replaced.